Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: carto 3 system (model#m-4800-01 serial# (B)(4)); smartablate pump (model# m-4900-08 serial# (B)(4)); smartablate generator (model# m-4900-07 serial# (B)(4)); reprocessed acunav catheter (model# m-5723-107 lot# 1822152); lasso nav variable eco catheter (model# d-1343-01-s lot# 17155506l). (B)(4). Heparin was used for anticoagulation and the event was discovered prior to the first act. Heparin was discontinued immediately and two doses of protamine 50mg was given to reverse the anticoagulation. The patient required extended hospitalization, however the patient would have stayed overnight for the procedure anyway. The physician's opinion on cause of adverse event was the transseptal procedure as there was no product problem. There were no error messages observed on biosense webster equipment during the procedure.

Event description:
It was reported that a patient, (B)(6), female, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac perforation, which required medication and surgical intervention. It was noted that this patient had an extensive medical history of coronary artery disease, myocardial infarction, renal insufficiency, hypertension, hypercholesterolemia, cerebrovascular accident, transient ischemic attack, diabetes, uterine cancer, hysterectomy, cataract surgery, abdominal hernia surgery, lap band surgery, bilateral shoulder surgery, bilateral knee replacements, five cardiac stents, atrial fibrillation and prior supraventricular tachycardia ablation that may have contributed to this event. It was reported that during an afib case, a perforation was noticed as the patient's blood pressure dropped. The perforation was confirmed by intracardiac echocardiogram. Medical intervention provided was protamine and a pericardial window was performed. It was also reported that 200cc of fluid was removed. The patient was being transported to intensive care and was in stable condition at the time this event was reported. Additional information was received on the event. A transseptal was performed with a bard tsx needle, st. Jude medical 8.5f lamp sheath and bwi mobicath sheath. The event occurred during the transseptal phase, however was not noted until the mapping phase, no ablations were performed. The first transseptal was performed at 9:59am, the second transeptal at 10:11am and the effusion was noted at 10:21am. The smart touch d-f curve catheter was used for mapping and was at a flow rate of 2cc.